Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a difference between her sensor glucose readings versus the blood glucose values. Customer also mentioned a bad sensor alert and blood at the site of the insertion. It was noted that the customer does not calibrate when stable. Customer's current blood glucose reading is 330 mg/dl. Customer declined troubleshooting. No further information provided.

Manufacturer narrative:
Two opened and used sensors were inspected and a bicarbonate buffer test was performed. One of the two sensors failed for high readings and the remaining sensor passed with accurate readings. No needle complaint could be confirmed due to only the sensor being returned without the insertion needle.